Event description:
It was reported that the patient experienced a low blood glucose while doing physically demanding work unloading rocks; the patient treated with orange and most of a sports drink and was counseled on avoiding overtreatment, with additional education provided on carbohydrate awareness and exercise management while using an infusion set and cartridge without disconnecting. Symptoms included hypoglycemia with a lowest sensor glucose of 69 mg/dl and alerts for urgent low soon and low glucose. Outcomes included no hospitalization or procedure, and oral glucose was used to address the event. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage problem related to failure to follow instructions, with no issue identified with the cannula component. It was concluded, based on previously established findings for similar reports, that unintended use error contributed to the event and that failure to follow instructions was the cause.